Event description:
It was reported that the event involved a female pt while in the intensive cardiac care unit (iccu). The intra-aortic balloon (iab) was inserted via the pt's femoral artery and after 10 minutes of intra-aortic balloon pump (iabp) therapy the staff noticed "dampening of the arterial wave form. On inspection the pressure luer in the iab catheter was leaking and could not record pressure and waveform." The pump alarmed "no arterial pressure waveform." The iab was removed and another iab was inserted. The pt received iabp therapy for three days. The iab was removed on the third day after the pt was stabilized. The pt was discharged on the seventh day. The pt had an uneventful and smooth recovery. There were no reported pt complications. Pump strips were not generated, an x-ray was not performed. Add'l info was received on (B)(6) 2012 stating the second iab was an arrow iab inserted via the same insertion site. There was a thirty minute delay between the time the first iab was removed and the second iab was inserted. It was noted that the serial number of the iab used (B)(4).

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.